Event description:
The plaintiff alleges that she rec'd an overdose of morphine while on a pca machine. The medical record included as an exhibit in the lawsuit shows that the plaintiff coded and that she was on pca at that time. She did receive naloxone hydrochloride.